Event description:
Consumer reported complaint for error messages (e-2 and e-0). The customer reported symptoms of dry mouth and sweating; medical attention was not needed at the time of the call. During the call, a back to back blood test was performed by the customer and produced e-0 and e-2 error messages using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/21/2027 and open vial date is 08/08/2025.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: sweating. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underling root cause: mlc-062: user had poor technique. Note 1: manufacturer contacted customer in a follow-up call on 19-aug-2025 to ensure the customer's condition had improved - able to establish contact with customer who stated he still had symptoms of dry mouth and sweating. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on 20-aug-2025 to ensure the customer's condition had improved - able to establish contact with customer who stated he still had symptom of sweating. No medical intervention since the last call was reported. Note 3: manufacturer contacted customer in a follow-up call on 21-aug-2025 to ensure the customer's condition had improved - able to establish contact with customer who stated he still had symptom of sweating. No medical intervention since the last call was reported. Customer stated he has a regular checkup appt with doctor on the (B)(6) 2025 and will let the doctor know what he has been experiencing with his symptoms then.